Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: on november 15, 2023, the ventilator discovered a leak in the expiratory valve during self inspection and replaced it with a brand new expiratory valve no patient involvement.